Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an lv lead revision, insulation damage was noted near the connector. The lead was repaired using medical adhesive. The lead remains implanted.